Event description:
The pt was seen at the implant center for device evaluation in january 2000. Testing at the center confirmed that the device was no longer functioning. Revision surgery took place in 2000. Another clarion device was implanted.